Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The open sample received was checked and the thread has surface damaged. The closed samples received was also checked and have found the same defect in one of the five closed samples received. In the other four closed samples received, the thread surface is the correct one. Taking into account that no other customer complaints have been received concerning about this issue for this code batch, it is considered that these are isolated units affecting only this article code batch and the claim is justified, but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The two samples received do not fulfill the OEM requirements. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The thread was strangly folded and it looked like it had a weak spot, thereby it was not used.